Event description:
In (B)(6) 2009, I took the option of having the tecnis multifocal iol (lense) from (B)(6), for cataract surgery, (both eyes) at an additional cost of (B)(6) not covered by (B)(6). The implants resulted in extreme sensitivity to light. Night lights caused starburst glare so extreme as to cause blindness when driving. Sunglasses were needed during daylight and ghost images were seen with indoor lighted objects. In addition, reading glasses were prescribed. Prior to surgery, I received a company brochure which stated the implants would restore "youthful vision" with no more need of glasses. No mention was made of the side effects I was experiencing. When I contacted the company, they replied that "my brain" was the problem and offered no recourse, stating my doctor should have advised me of such possible outcomes. I was also advised to wait about 6-9 months for gradual improvement. On (B)(6) 2010, upon advisement of my doctor, I decided to have one lense replaced by a monofocal lense. This has resulted in improvement. I am now deciding whether to remove the remaining lense. In summation, the surgery resulted in eyesight considerably worse than when I had cataracts.